Manufacturer narrative:
Other applicable components are: product ID: 9733619 (power supply 9733619 multi out 350w), serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The multi-out power supply was replaced. The navigation system then passed the system checkout and was found to be fully functional. The multi-out power supply was returned to medtronic for further evaluation. When connected to ac, the returned power supply had no output for the 28vdc port. All other ports had normal output. Analysis determined there was an electrical failure with the returned multi-out power supply. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported the surgeon monitor was black. It was displaying video upon bootup, but then it did not. The medtronic representative (rep) who called this issue in performed troubleshooting. Connecting the video cables directly to the surgeon monitor did not give video but just a black monitor. The rep checked the cart to cart cable and no visible damage or bent pins were present. The rep reseated 28v cable to multi-out without resolution. There was no patient involved with the reported event.